Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that she went to the hospital for low blood glucose. The customer also reported that she was in a car accident and fractured her arm. The customer was not able to troubleshoot the device because he had only one working arm and the nurse was no willing to assist her. No further information was reported.